Event description:
It was reported that the patient was in for an office check. The magnet was placed on the implantable pulse generator (ipg) before interrogation and the rate shown was 65 bpm. When the nurse interrogated the ipg, a message was seen indicating the ipg was at elective replacement indicator (eri). There were two options: print or close. The nurse picked close. Subsequently, when the ipg was fully interrogated the mode was in managed ventricular pacing (mvp) and the battery voltage was 2.92 volts. A save-to-disk was requested and the patient was to be seen again in three months. Technical services (ts) then spoke with a different caller and the disk indicated that a power-on-reset (por) occurred a couple of months prior. The caller will speak to the nurse to find out the possible cause for the por, and will call back if a possible cause is found. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the actual device was not received for analysis; however, performance data was received from the device. Analysis found critical ram parity error, and that a power-on-reset had occurred. Subsequently, the actual device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
Additional information was received which indicated that the ipg was returned with noted elective replacement indicator (eri)/end of life (eol).

Manufacturer narrative:
Product event summary: the actual device was not received for analysis; however, performance data was received from the device. Analysis found critical ram parity error. (B)(4).

Event description:
It was reported that the patient was in for an office check. The magnet was placed on the implantable pulse generator (ipg) before interrogation and the rate shown was 65 bpm. When the nurse interrogated the ipg, a message was seen indicating the ipg was at elective replacement indicator (eri). There were two options: print or close. The nurse picked close. Subsequently, when the ipg was fully interrogated the mode was in managed ventricular pacing (mvp) and the battery voltage was 2.92 volts. A save-to-disk was requested and the patient was to be seen again in three months. Technical services (ts) then spoke with a different caller and the disk indicated that a power-on-reset (por) occurred a couple of months prior. The caller will speak to the nurse to find out the possible cause for the por, and will call back if a possible cause is found. The ipg remains in use. No patient complications have been reported as a result of this event.